Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. All codes apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 0.5 mg/ml dilaudid at minimum rate and 1.0 mg/ml bupivacaine at minimum rate for chronic low back pain and spinal pain. It was reported that the catheter was not functioning properly and the patient was having a catheter revision today [(B)(6) 2016] where they were revising the distal end of the existing catheter. No symptoms were reported and the event date was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
From (B)(4), (B)(6) crts (B)(4). Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable infusion pump. It was reported that the rep was in the middle of a catheter revision and requested assistance in programming the catheter info of the revised catheter into the programmer. Rep stated he did not have time to answer any other questions and had to return to the case. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.